Event description:
It was reported that the cadd legacy pump produced a no disposable alarm. Air bubbles were observed in the tubing. The infusion parameters were as follows: res vol is 26.4 ml, rate is 1.5 ml/hr, given is 47.65 ml. The product problem did not cause or contribute to any adverse patient health effects.